Event description:
It was indicated that the device was removed from the pt. The reason for the removal was requested, but was not provided. The pt was implanted with an inflatable penile prosthesis on the same day as the removal.

Manufacturer narrative:
Should additional info become available regarding this surgery, it will be re-evaluated and a f/u report will be sent.